Event description:
It was reported by service report that the fowler piston leaked onto the floor and it was not holding weight. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Fowler.